Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via (B)(6) post call that the customer is not able to hear the alarms and cannot feel the vibration feature of the pump. The customer's blood glucose reading was unknown at the time of incident.